Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal event. The device was checked and no issues found. The ventricular output was increased to provide a 2:1 safety margin. The device remains implanted. There were no further adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.